Event description:
During a rotator cuff repair procedure using a twinfix ultra 5.5mm plla/ha 2 ubwht/bl, it was reported that the anchor broke in the patient during insertion. The anchor broke at distal tip. A shaver and an awl were used to prepare the site. The surgeon was confident that all pieces were removed; no fragments were imbedded in the bone or left free floating in the joint. A twinfix ti was used to complete the procedure, using the same prepared site. The patient was not compromised in any way.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).